Manufacturer narrative:
Reported defect: deflation of right breast implant. Bilateral exchange with mentor implants. Background: original surgery was performed by dr in the 2000 using hutchison htn 0350 saline-filled implants, which were filled to a volume of 0380cc (left) & 0380cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor 0350 devices. Condition upon receipt: product was received inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a small breach on the anterior surface measuring approx 3- 4 mm in length, which is located on the 3 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing identified no other leaks or breaches on the product. Microscopic examination (x10) of the breach identifed a clear initiation point and well defined edges to the breach which are indicative of mechanical trauma. The product met all mfg and quality specifications post MFR. Conclusion: the breach is not mfg fault.